Event description:
It was reported that during the implant procedure, the physician was unable to fully insert the lead into the extension. It was noted that there was ¿a great resistance¿ and the last contact of the lead was not correctly inserted into the extension so the impedances ¿were not good.¿ the extension was changed out, after which everything worked correctly. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
(B)(4). Analysis of extension model 37081-40, sn: (B)(4) found no anomaly.